Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3889-28, lot# v223165, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# unknown, programmer, product type: programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was reported one of the prong things come up where the batteries were and it was noticed the day before reported event date. It was later reported the patient programmer wont do telemetry with or without antenna. Also mentioned battery contacts seems loose. Appears to have occurred through product use. No patient harm reported. Additional information received reports the patient was not able to make adjustment both with or without antenna attached. The patient got the patient programmer replacement the day of reported event date and she can't connect with patient programmer with or without antenna. Given the age of implant the patient was told that patient services suspect implant battery depletion since she hasn't felt stimulation in quite a while and both patient programmer doesn't connect with her implant. The patient said her patient programmer was brand new and she wished she didn't send it to manufacturer. Analysis results for the patient programmer reveals the complaint was unverified and later it was noted a telemetry problem. Replaced the scratched face plate. Replaced the tarnished antenna jack as a preventive measure.